Event description:
Info received indicates the head of bed cannot be elevated.

Manufacturer narrative:
The technician isolated the issue to a stuck valve guide tube for head up. He replaced the valve guide tube to repair the bed.